Manufacturer narrative:
A partial lead with the connector pin measuring 21.4cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the lead was explanted due to high hv lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes possible conductor rupture.